Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported, that a blazer ii xp catheter was selected for use. There was a problem with the temperature rise of the probe. The probe could only rise to 30 degree celsius. An exchange of the device resolved the issue. The procedure was completed without any patient complications.